Event description:
The lead was partially explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The distal tip of the atrial lead remains attached to the existing ventricular lead.